Event description:
The pt was complaining of pain which led the surgeon to revise the tha. The surgeon determined intraoperatively the stem had loosened due to lack of bone ingrowth. X-rays are available but the explants will not be returned. MFR ref # 3005180920-2015-00105.